Manufacturer narrative:
A portion of the unraveled coil was stated to be available for return to the manufacturer for evaluation, but it has not yet been received. The customer was not able to identify the device model and lot number. Therefore, the UDI and the primary di number are not available. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a tips surgery, an unraveled coil was identified under fluoroscopy. It was decided to bring the patient back the next day as the patient was reaching the daily x-ray limits. Interventional radiologist performing the procedure identified that the unraveled coil had migrated to an unintended target. An unknown size snare was inserted to retrieve the unraveled coil. Only a portion of the unraveled coil was removed. The other portion of the coil was situated closer to the coil pack and was then able to be manipulated closer to the coil pack and remains implanted. The patient is in stable condition.

Event description:
Additional information was received stating that additional azur 18 cx coils were used of an unknown size during the procedure.

Manufacturer narrative:
The pusher was not returned for evaluation. The investigation found the returned coil stretched, broken, and separated from the pusher, which is consistent with the alleged product issue. However, measurement of the returned metal filar found that it did not match the outer diameter of an azur 18 implant. Without further information on the coil types and sizes used during the procedure as well as the return and evaluation of the pusher, the investigation is unable to verify if the returned metal filar originated from an azur coil system. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken coil, but this damage is consistent with the device experiencing forces exceeding the coil's yield and tensile strength.